Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion containing a less than 45 degrees bend was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was pre-dilated that resulting to 50% residual stenosis. Following pre-dilation,a 3.50 x 20mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during insertion, the stent strut was lifted. Another 3.50 x 20mm synergy xd des was used, but the stent strut was also lifted. The procedure was completed with a different device. No patient complications were reported.